Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01307. It was reported that the patient experienced ineffective therapy due to auto-reduction. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced with a single lead to address the issue. Reportedly, both leads were damaged by the physician during the procedure.